Manufacturer narrative:
This device was expected to be returned. Should additional information become available this investigation will be updated.

Event description:
It was reported that during a follow up this device showed safety mode and thus was explanted and was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that during a follow up this device showed safety mode and thus was explanted and was expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that during a follow up this device showed safety mode and thus was explanted and was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the evaluation conclusion code and the implant date.

Manufacturer narrative:
This report is being filed to correct the implant date.

Event description:
It was reported that during a follow up this device showed safety mode and thus was explanted and was expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that during a follow up this device showed safety mode and thus was explanted and was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the implant date and the evaluation conclusion code.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device case identified no abnormalities. It was not possible to communicate with the device at the time of the analysis. The device case was opened to facilitate inspection and testing of the internal components. The device battery was removed and connected to an external power source. Testing showed a normal current drain. The battery was forwarded for detailed testing. Despite this testing, the cause of the reported safety mode was not able to be determined.

Event description:
It was reported that during a follow up this device showed safety mode and thus was explanted and was returned. No additional adverse patient effects were reported.